Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since a drilling performed with the aid of navigation was not placed as intended and led to a csf leakage for this patient, although: - there is no indication of a systematic error or malfunction of the brainlab device - corresponding measures to reduce this anticipated risk as low as reasonably practicable are already in place - according to the hospital there are no negative clinical effects (specifically no nerve damage / neurological deficit) for this patient due to this issue. According to the results of brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the incorrectly placed screw canal at the left side of l3 is: - a movement of the reference array, leading to a shift between the virtual display of the image dataset and the actual patient anatomy. Apparently the retractor was too close to the pins that fixated the reference array. In case the retractor was manipulated and opened more, the pins would have been pushed to the right side leading to the effect that the registration and navigation accuracy shifted to the right side as well. That in return means that the navigated instrument on the left side of the spine would be displayed too far medial, as it occurred in this case. - an inappropriate point acquisition during re-registration. As a result the navigation software did not find a match between the virtual display of the image dataset and the actual patient anatomy that was as accurate as desired. The points were not acquired on one level only but spread out on different levels. The position of the levels to each other are likely different than displayed during the time of the scan. Apparently the resulting shift between virtually displayed data and the actual patient anatomy was not detected during the required accuracy verification to be performed by the user. There is no indication of a systematic error or malfunction of the brainlab navigation device. Corresponding brainlab measures to reduce this already anticipated risk to be as low as reasonably practicable are in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A spine surgery for a scolioplasty and thoracolumbar fusion (t10 - iliac) was planned to be performed with the aid of brainlab navigation system spine and trauma 3d version 2.6. During the procedure the surgeon: - attached the navigation reference array to the iliac crest, close to the retractor - performed an intraoperative scan with the airo CT scanner, that was automatically matched by the navigation system with the current patient anatomy (automatic image registration) - verified the accuracy of the registration and determined it to be appropriate - performed drilling and screw placement with the aid of navigation on the left side of vertebrae t10 - t12. - had concerns about the accuracy of the navigation, therefore performed an accuracy verification and determined an inaccuracy. - performed a re-registration using region match on the vertebra l1. - verified the accuracy of the re-registration and determined it to be appropriate. - performed drilling and screw placement with the aid of navigation on the left side of vertebrae l1 and l2. - inserted the navigated drill guide on the left side of l3. Upon full insertion of the drill bit the patient's leg jumped and surgeon stated he saw cerebrospinal fluid (csf). The surgeon stopped to use the aid of navigation and continued the screw placement with conventional methods (c-arm). The surgeon corrected the screw canal on the left side of l3 with conventional methods and placed the screw successfully. Additionally he performed a laminectomy over the l3 vertebra to visualize the durotomy and repaired it. The surgery has been completed successfully. A verification scan after screw placement showed that the screws were placed appropriately, specifically also those placed on t10-l2 with the aid of navigation. According to the hospital there are no negative clinical effects (specifically no nerve damage / neurological deficit) for this patient due to this issue.